Event description:
The physician was treating a carotid aneurysm that had been previously stent coiled with an enterprise stent and microvention coils. The recanalized space measured approximately 17.6 by 8.8 by 5 mm. After successfully placing three penumbra coils, (10 x 40 std, 10 x 30 std and 9 x 35 std) the physician was loading a j 15 cm coil into the microcatheter when he realized he had "kinked" the hypotube portion of the coil delivery system. He tried to straighten the hypotube, which resulted in the hypotube breaking completely in half. He then removed the entire system from the microcatheter and used fluoroscopy to determine if the coil could be visualized within the microcatheter. The coil could not be seen. He then tried to place a second p400 j coil 15 cm in length, and found that the first 15 j had actually been detached within the microcatheter. He used an alligator snare to successfully remove the coil and chose to stop the case at this point. He was happy with the result of the three coils that had been placed and admitted that he had in fact broken the hypotube. There was not a patient complication from this event.

Manufacturer narrative:
Device evaluation: results: the outer tube of the pusher assembly is broken 34 cm from the proximal end of the device. The coil is complete but with multiple coil offsets. Conclusion: the kink and break in the pusher assembly noted in the complaint is confirmed. The physician acknowledged that he kinked the pusher assembly, attempted to straighten it, and in doing so broke the tube. The break in the outer tube of the pusher assembly caused the release of the pull wire and unintentional release of the coil. The damage to the coil is a result of the retrieval. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.